Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. Customer¿s blood glucose 8.1 mmol/l. Customer reported they did not hear the differences between the two audio beep volumes. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No delivery alarm or occlusion - unknown timing not confirmed. Hardware low level failures error alarmed during self test. Unable to download complete device history file due to software error. Broken trace found at keypad assembly. Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed.